Event description:
It was reported that there was a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
B3: unknown; month and year valid. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. The reported issue was not confirmed. Attached 50ml cassette, a 100ml cassette, and a standard administration cassette and all of them were recognized by the pump. There was no known cause of the reported issue, and no further action was taken.